Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis exera iii duodenovideoscope had a blocked water channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle was clogged and there was no air / water supply due to a clogged air / water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the nozzle was clogged and there was no air / water supply due to a clogged air / water channel. Additional findings include the following: the radio frequency identification (rfid) label was peeling, the instrument channel failed the leak test, there was a cut on switch 3 but all switches were functioning, the plastic distal end cover had minor dents / scratches, the light guide lens had a chip on the edge / worn adhesive, the bending section cover adhesive was cracked on the plastic distal end cover / the insertion tube, and the light guide tube had scratches. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.